Event description:
Customer alleged that during a routine shift check by a clinician the device would not reset itself after having been powered off. Complainant indicated that there was no pt involvement in the reported malfunction.